Event description:
It was reported the usb port was damaged causing charging issues. There was no reported adverse impact. Customer declined follow up from tandem technical support. No additional information was provided.